Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler underwent and failed the touch screen test and the voltage check. No voltage was being supplied by power module assembly. The failure was due to open f1 fuse on the power supply. When powering on the cycler, the ok, stop and up/down arrow push buttons did not illuminate, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that the screen was flickering. The cycler was sent to rework per the rework manual, tested, and calibrated. A defective display was found and the front panel was replaced. The cycler underwent and passed the hipot test and calibration. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a liberty select cycler encountered a brightness problem during the patient's peritoneal dialysis (pd) treatment. The patient reported that the screen was dim during drain 4 of 4 of their pd treatment. The patient reported that the display brightness was set to 10. The patient reported that the cycler powered down during drain 4 of 4 of their pd treatment. The patient reported that the display was blank. The power cord was securely plugged in. The power switch was switched on. The ok and stop buttons were pressed, but no sound was heard. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however; to date has not been provided. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.